Event description:
It was reported that a malfunction alarm occurred. The customer experienced a high blood glucose (bg) level. Bg value not provided. The customer administered manual insulin injections to address bg. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.